Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: 2023-03-21 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 2024-10-27, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) reporting that the pump was discarded at the hospital. The patient was still being treated for candia infection at the catheter tip and infection at pocket (unknown organism), but he was stable and not having withdrawal symptoms. There was no replacement scheduled and may not occur because of medical frailty.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver gablofen (baclofen) 500mcg/ml at 50mcg/ml. It was reported that, after question of a pump infection, the patient was admitted to the hospital for over one month. A month or more prior to this report date, the patient was taken to the operating room for a wash-out and repositioning of the pump because of skin erosion and possible infection. It was noted that the patient had been in the hospital to safely wean down the intrathecal baclofen dose to avoid withdrawal. Withdrawal was avoided by a slow taper over a month. The patient was inpatient in the hospital down to 50mcg/day. On (B)(6) 2023, the patient was taken to the operating room for a system removal. It was indicated that a device replacement would take place in the future. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had a medical condition of cerebral palsy, skin breakdown and a gastrostomy tube. No diagnostics/troubleshooting was performed. It was noted that the patient was receiving baclofen via their gastrostomy tube. At the time of this report, the issue was resolved and the patient status was "alive-with injury". The patient had a medical history of severe quadriplegic cerebral palsy, decubitus ulcers and a gastrostomy tube. The patient's weight was asked but would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.